Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device front ring was chipped. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device front ring was chipped. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.